Event description:
1710 initiated pca demerol via pca pump. (10 mg/ml, 50cc syringe). 1800 pt found unresponsive in bathroom. 25cc demerol left in pca demerol syringe. Bp 86/48 hr 102 rr 10. Pt transferred to bed. Narcan administered with transferred to telemetry floor. Investigation: two butter knives found in bedroom. "History" in pca pump showed pca injection, pca attempt; also "pusher block" alarm shown approx 13 min after pca started. Conclusion: pt violated integrity of pump and self bolused 240 mg demerol.